Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the recipient experienced edema/overgrowth pain of the skin around his abutment. The physician prescribed oral an topical antibiotics.